Event description:
The end user reported the stretcher's safety bail is sticking and not functioning correctly. There was no report of patient incident or other adverse event as a result of the reported issue. After conversation with the customer it was determined the needed replacement parts could be sent to the customer for self repair of the safety bail assembly.